Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips have a wrong code key; unable to evaluate them. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), the pharmacist, is calling on behalf of the customer. The customer is concerned with tests results from the last five results obtained. The customer's expected fasting blood glucose test result range is 110 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 217 and 208 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the 5 results provided in the meter's memory.